Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during the implant procedure for this cardiac resynchronization therapy pacemaker (crt-p) system oversensing and pacing inhibition in the left ventricular (lv) channel were detected. Additionally, it was noted that the previous right atrial (ra) lead was connected into the right ventricular (rv) port to assist with the auto lead detect feature; however, impedance measurements were out of range. Therefore, the ra lead was explanted. As a result, the auto lead detect (ald) feature continued to send a signal attempting to calibrate. Lastly, it was noted that after implant, the system was programmed vvir instead of voo which was the plan of the physician. Technical services (ts) was contacted and recommended possible reprogramming options to assist with the ald feature. This lv lead remains in service. No adverse patient effects were reported.